Event description:
A nurse from the infectious medicine unit reported that a patient (female) pulled on the catheter and the catheter broke at the level of the white wing. No defect noticed on the white wing and it was still fixed to the skin by sutures. The catheter had been placed in the operating room on (B)(6) (one day before the incident). As a result another catheter was placed, no consequence or injury reported for the patient.

Manufacturer narrative:
(B)(4).